Manufacturer narrative:
Brand name: lrc, instrument, ent manual surgical. Lot number requested but not provided. (B)(4). The event is currently under investigation.

Event description:
During an endotracheal tube replacement procedure due to a porous balloon, the reporter lists bilateral pneumothorax and cardiac arrest as consequences. Additional information received on 12jan2016 determined this event to be reportable: according to the initial reporter, the patient required an external cardiac massage and bilateral drainage.